Manufacturer narrative:
The field service representative (fsr) replaced the occluder head. Release testing was performed. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) attached the occluder to a lab use only (luo) setup including a test loop filled with water. Calibration passed and with the occluder head closed 100% and the tubing held above the occluder, water managed to flow past the occluder when there should have been no flow. The occluder did not meet specification. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the occluder head was not calibrating. As a result an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.